Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. The subject device has been inspected and the right lower and upper handgrips were replaced. . Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.

Event description:
Reporter alleged that during a procedure on (B)(6) 2026, that during surgical setup there was an unrecoverable alarm. No harm to patient (surgical setup). A spare console was available to continue with the procedure at the time of this report, no further information has been provided. Cmr surgicalltd does not consider this report and content to bean admission that its product is defective or that ithas caused a death or serious injury.